Event description:
Customer reports concern with clear labeling of outer dimension of the mac proximal line on packaging. It was reported "they believe the 9f on the packaging is misleading as they think the proximal is a lot larger". Customer reports "patient had a potential s.I. (Serious incident) due to the large wound being left and is now going to be on life-long anti-platelets". It was reported this may have been due to inadvertent cannulation. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4). The customer report of incorrect labeling of the product could not be confirmed through evaluation of the available information. The customer stated that there was no description or information clearly labelled for the outer dimension of the mac, however, the lidstock image for this product shows a cross section of the sheath body with the outer diameter specified. Complaint verification testing could not be performed to determine if the sheath met relevant requirements as no sample was returned for analysis. The lidstock provided with this kit contains an image labelled as the "device cross section" which shows a cross section of the sheath body and inner lumens. The image shows the od specification as 4.7mm and the inner lumens ids as 9fr (distal) and 12ga (proximal). A device history record review was performed based on a potential lot from sales history, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
Customer reports concern with clear labeling of outer dimension of the mac proximal line on packaging. It was reported "they believe the 9f on the packaging is misleading as they think the proximal is a lot larger". Customer reports "patient had a potential s.I. (Serious incident) due to the large wound being left and is now going to be on life-long anti-platelets". It was reported this may have been due to inadvertent cannulation. Additional information was requested but was not available at the time of this report.